Event description:
It was reported that patient underwent an ac joint procedure utilizing an anchoring device on an unknown date. Approximately four months postoperative, the device was reported to have loosened. There has been no revision procedure reported to date. No further information has been provided.

Manufacturer narrative:
Product identification was received. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided.